Event description:
Related manufacturing ref 2182269-2018-00073. During a persistent atrial fibrillation procedure, a pericardial effusion occurred. While collecting the geometry the patient became hypotensive. An echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott device.

Event description:
During a persistent atrial fibrillation procedure, a pericardial effusion occurred. While collecting the geometry the patient became hypotensive. An echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed which stabilized the patient and the procedure was canceled. The physician believes patient anatomy contributed to the perforation. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.